Event description:
It was reported that this pacemaker system was experiencing intermittent far field oversensing of the patient t-waves. The patient's watch and holter monitor showed that their heart rate was in the 40s and the device was programmed to 60 bpm. Technical services recommended programming options to reduce the oversensing. This pacemaker system remains in service. No adverse patient effects were reported.